Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the leads were removed on (B)(6). It was reported that cause was not determined and was unknown.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial (B)(4), product type: screening device. Product ID: 977d260, serial (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. Information references both the main component of the system and other applicable components. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a trial patient. It was reported that the patient started trial a week ago but was not getting good trial results. It was reported they weren't able to use hd settings because patient's impedances were higher. It was reported that the patient was supposed to get their leads pulled tomorrow (B)(6), however, the patient wanted to take the external neurostimulator (ens) off before then. Caller told patient they would confirm with the healthcare provider (hcp) first to see if this was ok. The hcp indicated it was ok. The caller called back to the patient to discuss this but the patient had already tried to disconnect their ens. The patient stated that their leads were stuck to the bandage, so the patient cut the leads close to the skin, causing the distal portion of leads to migrate internally. Ten day labeling on trial leads and concern about infection was reviewed. It was reported that they are planning on surgically removing the leads that migrated internally and are hoping to do this week. No further complications were reported/anticipated.